Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of fungal peritonitis (characterized by severe abdominal pain and cloudy peritoneal effluent fluid) and bowel perforation, which warranted hospitalization, antibiotic therapy, and the patient¿s subsequent transition to hd for rrt. The etiology of the fungal peritonitis was attributed to the patient¿s perforated bowel. Additionally, the pdrn reported the patient¿s adverse events were unrelated to any fresenius device(s) and/or product(s). Approximately 1-15% of all peritonitis cases are fungal in nature, and frequently require the removal of the patient¿s pd catheter. Most fungal peritonitis episodes are caused by the candida species. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction caused and/or contributed to the patient¿s serious adverse events. Furthermore, there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications. Those individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum.

Event description:
On 7/apr/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with fungal peritonitis due to a perforated bowel. No additional information was provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of severe abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = not provided) were collected, and the patient was diagnosed with peritonitis. Radiological studies performed on admission detected a bowel perforation and the patient underwent a procedure to correct the damage (specifics not provided). During the procedure the patient¿s pd catheter (not a fresenius product) was surgically removed and a permanent hemodialysis (hd) catheter (not a fresenius product) was inserted. The patient was treated with IV vancomycin 2000 mg every other day and ceftazidime 1500 mg daily x 21 days. On (B)(6) 2023, the patient¿s peritoneal effluent culture result returned positive for candida albicans, and the patient¿s vancomycin and ceftazidime were discontinued. Instead, the patient was prescribed IV diflucan daily x 21 days (dose not provided) and oral ciprofloxacin daily (dose, duration, not provided). The patient was discharged on (B)(6) 2023 in stable condition and has recovered from the events. The patient transitioned to outpatient hd following discharge and is currently awaiting to return to pd therapy. Per the pdrn, despite a thorough investigation, the cause of the fungal peritonitis could not be established. Per the pdrn, no connection was identified with the patient¿s usage of any fresenius product(s) and/or device(s).

Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with fungal peritonitis due to a perforated bowel. No additional information was provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of severe abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = not provided) were collected, and the patient was diagnosed with peritonitis. Radiological studies performed on admission detected a bowel perforation and the patient underwent a procedure to correct the damage (specifics not provided). During the procedure the patient¿s pd catheter (not a fresenius product) was surgically removed and a permanent hemodialysis (hd) catheter (not a fresenius product) was inserted. The patient was treated with IV vancomycin 2000 mg every other day and ceftazidime 1500 mg daily x 21 days. On (B)(6) 2023, the patient¿s peritoneal effluent culture result returned positive for candida albicans, and the patient¿s vancomycin and ceftazidime were discontinued. Instead, the patient was prescribed IV diflucan daily x 21 days (dose not provided) and oral ciprofloxacin daily (dose, duration, not provided). The patient was discharged on (B)(6) 2023 in stable condition and has recovered from the events. The patient transitioned to outpatient hd following discharge and is currently awaiting to return to pd therapy. Per the pdrn, despite a thorough investigation, the cause of the fungal peritonitis could not be established. Per the pdrn, no connection was identified with the patient¿s usage of any fresenius product(s) and/or device(s).

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, and teach pump test. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with fungal peritonitis due to a perforated bowel. No additional information was provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of severe abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = not provided) were collected, and the patient was diagnosed with peritonitis. Radiological studies performed on admission detected a bowel perforation and the patient underwent a procedure to correct the damage (specifics not provided). During the procedure the patient¿s pd catheter (not a fresenius product) was surgically removed and a permanent hemodialysis (hd) catheter (not a fresenius product) was inserted. The patient was treated with IV vancomycin 2000 mg every other day and ceftazidime 1500 mg daily x 21 days. On (B)(6) 2023, the patient¿s peritoneal effluent culture result returned positive for candida albicans, and the patient¿s vancomycin and ceftazidime were discontinued. Instead, the patient was prescribed IV diflucan daily x 21 days (dose not provided) and oral ciprofloxacin daily (dose, duration, not provided). The patient was discharged on 23/mar/2023 in stable condition and has recovered from the events. The patient transitioned to outpatient hd following discharge and is currently awaiting to return to pd therapy. Per the pdrn, despite a thorough investigation, the cause of the fungal peritonitis could not be established. Per the pdrn, no connection was identified with the patient¿s usage of any fresenius product(s) and/or device(s).